Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported the cause of the overdose was determined to be due to oral opiates. The overdose had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving morphine, 50 mg/ml concentration at 0.327 mg/day dose via intrathecal drug delivery pump for non-malignant pain and failed back surgery syndrome. It was reported that patient was admitted with symptoms of opiate overdose. The environmental/external/patient factors that may have led or contributed to the issue were possible oral opiates taken by patient at home. Pump was read afternoon of this report date, it was working as intended. Pump was put on minimum rate (0.327 mg/day) on this date afternoon after being paged. Patient improved overnight but then started going down again. Pump was to be stopped afternoon of (B)(6), lower concentration of morphine to be put in pump at unknown time and pump was to be restarted. At the time of this report, the issue was not resolved and patient status was alive no-injury. Patient had starting dose 2 days prior to this report date post catheter revision was 2.4 mg/day. Pump was to be restarted 20 hours after stopping continually until drug was changed. No further complications were reported.